Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. Visual evaluation of the returned product identified some signs of use but no apparent malfunction. Therefore, the reported event could not be verified and also, the exact details of event (loosening) were non-verifiable. Based on the evaluation, device malfunction has not occurred for screw. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for mhlas could not be performed without lot information. A year-long complaint history review by item number (mhlas) was performed for similar events using keyword (screw loosening, damaged threads) and no complaint about nonconforming products was identified. Functional testing was performed only for screw, and could not be performed for implant without product return. Therefore, the reported events couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported events are customer error in excessive torqueing, not torqueing to specification and incorrect assembly of the abutment/mount to the implant. Additionally, implant failure most likely caused due to patient parafunction factors due to duration of long term placement i.e. Approximately 6 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknow.n / not provided. Medical product-tsvtwb13, imp,tsv,4.7,13,mtx,mg, lot# 62710451. First/given name unknown / not provided. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw loosened at tooth #19. The implant is well seated, threads of the implant seems damaged. The patient is returning for screw replacement.